Manufacturer narrative:
The customer reported that the system shut down on its own prior to a procedure. The company representative examined the system and the reported event could not be confirmed. However, several system messages (sms) ¿ abnormal system shutdown were observed in the system log. The host module was replaced to address the observed sms. A non-conforming footswitch cable was found, which was unrelated to the reported event. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. A host module was received and a visual assessment of the returned host module revealed severe physical damages on the central processing unit (cpu) printed circuit board assembly (pcba). The heatsink and fan were broken from the cpu chip. Due to the observed severe physical damages, functional testing on the returned host could not be performed. Therefore, the returned host module non-conformance cannot be determined. The system was manufactured on october 23, 2006. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. Functional testing on the returned host module could not be performed; therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the physical damages observed on the cpu pcba is inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shuts down on its own. There was no patient involvement.